Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll plunger rod was broken / damaged. The following information was provided by the initial reporter: material#: 309628, lot#: 3038025. Rcc received a complaint via email. Astellas record#: (B)(4) for broken syringe plunger. Item: 309628, lot: 3038025. Additional information provided: "no portion of the broken/spoiled product has been administered, and no portion of the broken/spoiled product is intended to be administered to any patient."

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - plunger rod broken / damaged. One sample and one photo of a 1 ml luer-lok syringe (part number 309628) were received and evaluated. The physical sample, received loose, had the plunger rod tip broken off from the plunger rod. The photo also showed a syringe with an unknown box, exhibiting the same defect where the plunger rod was broken. This condition is non-conforming to product specifications. The potential root cause for the broken plunger rod defect is associated with the assembly process. Furthermore, a device history record review was completed for lot number 3038025, and no rejected inspections or quality issues were identified during production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify emerging trends.